Event description:
A bipap was returned to the manufacturer due to the unit not operating and rebooting during patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the bipap's downloaded error log. The main board was replaced to address the issue.